Event description:
After deployment of the sapien valve, the patient suffered a subtotal occlusion of the left main coronary artery and an annular rupture. After unsuccessful attempts to repair the annular rupture, the patient expired. According to the cath and operative reports, initially successful tavr using a 23mm edwards sapien valve placed via direct aortic access. Bav performed with 20mm zmed. Following deployment, tee showed significant residual ai, therefore post dilation performed with additional 1cc of contrast in the inflation syringe. Final tee and aortogram showed trivial (1+) ai. Surgical wound then closed but chest reopened due to persistent bleeding from chest drains and hypotension. Patient developed st elevation with cath revealing lmca occlusion, which required immediate stenting. The patient¿s ventricular function improved. Heparin was reversed and the patient was decannulated. However, the patient was bleeding substantially. A search did not reveal a surgical source. They converted to a full sternotomy at this stage to look for ventricular source of bleeding in case there had been a wire perforation. There was none that could be seen. The team concluded that the bleeding was likely due to severe coagulopathy. Coagulopathy was confirmed with point of care testing. After they transfused blood products they decided they would return the patient to the ICU for rewarming as they could not find a surgical source. The patient remained with moderate rate of bleeding. The chest was closed after placement of two blake drains. Pacing wires were placed on both the right atrium and ventricle. Sternal wires were used to approximate the sternum and absorbable sutures for the skin. The patient remained in a critical condition and was observed in the operating room pending transfer to the intensive care unit. There was persistent hypotension and further surgical exploration revealed an acute annular rupture extending into the lvot and myocardium. There was an unsuccessful attempted aortic root repair, and the patient ultimately expired on the operating room.

Manufacturer narrative:
The investigation is ongoing, as the review of imaging is pending.

Manufacturer narrative:
Additional information: the patient had severe native valve/leaflet calcification. The annulus measured 19mm by tee and the sov= 27. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (i.e. = 4 mm). The training advises that patients that meet all three of these conditions should not be treated: (1) bulky leaflet calcification; (2) severely obliterated sov; and, (3) significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Imaging from the procedure was submitted and reviewed by an edwards medical director. Observations: cine. ¿ severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, moderate mac. ¿ good coaxial alignment of valve and delivery system. ¿ good image intensifier angle (iia). ¿ valve positioned and deployed 70/30 aortic. ¿ post deployment aortogram demonstrates ar and obstruction of the lmca due to bulky calcification of the lcc, probably obliteration of the sinuses of valsalva (sov) and significant valve oversizing. Tee - confirmed annular diameter of 19mm. Impressions: risk factors for acute coronary obstruction include obliteration of sov (sov-annular diameter <4), bulky leaflet calcification and valve over-sizing (>4mm). In this case, all factors were present. Moreover, the valve was positioned significantly aortic. No evidence of dye extravasation suggestive of annular rupture is seen on cine or tee images provided for review; however, the risk factors for annular rupture are virtually identical to those for acute coronary obstruction, which were all present. In this case, the cause of the coronary obstruction and reported aortic root rupture appears to be a combination of patient and procedural factors, i.e. Obliterated sov, bulky leaflet calcification and valve over-sizing. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.